Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and there was blood at the site. Ketones were also checked and results were negative. Additional method of treatment was not provided.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the soft cannula, however, a tear was observed in the external portion of the soft cannula allowing insulin to leak out of the fluid path. It cannot be determined when or how this damage occurred. No other damages or manufacturing deficiencies were found during the investigation.